Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 36 (mg/dl). Reportedly, customer believes that the low bg level was caused by their new diet and not eating enough food the day before. Customer's daughter assisted the customer with consuming carbohydrates to stabilize bg level. Subsequently, the customer's bg level elevated to 309 (mg/dl). Customer administered a manual injection to treat the elevated bg level. Customer indicated that they contacted their health care provider who recommended that the customer adjust their basal insulin rates, and tandem technical support assisted the customer with programming the recommended basal insulin rates.